Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The pulse generator exhibited back-up vvi operation. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).